Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in-clinic for follow up, and lead noise was observed since after device change-out. Decreased impedance and r-wave amplitudes were also noted. It was recommended that reprogramming, isometrics, and induction tests be performed on the device. It was noted that patient is in poor health, believe to have pneumonia unrelated to the device. Treatment plan is pending.